Event description:
It was reported that the patient sought medical attention and was hospitalised on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 5 and 24 hours. The patient attended a doctor¿s appointment as the site appeared to be swollen and red at the infusion site. No diagnosis was made at this appointment, and the patient did not receive any treatment. The doctor told the patient to monitor the situation. In the evening of that same day, the patient presented at the hospital ((B)(6)) as the swelling had increased ¿to double size¿ and was admitted. The patient¿s arm was incised and ¿cleaned from the inside out¿ whilst the patient was under anaesthesia. This procedure was performed three times during the patient¿s stay. The patient also received an unspecified intravenous antibiotic. The patient was discharged on (B)(6) 2026. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 1.2.0. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.